Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Confirmed 16.8 units of normal bolus was delivered on 08/15/2025. Unable to confirm time range of bolus delivery due to incomplete pump data. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump was connected to a test meter, accu-check guide link, and was able to connect. Pump successfully downloaded traces and history file using thump. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed all required testing. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No communication between pump and transmitter not confirmed. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 94 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Confirmed the pump connected to a test meter, accu-check guide link, and was able to connect. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair pump with transmitter and meter and the customer experienced hyperglycemia. The customer blood glucose value was 505 mg/dl and hyperglycemia was treated with insulin pump. The event involved product mmt-7841zn, mmt-1884, mmt-7715, mmt-243a, meter, mmt-332a. Troubleshooting was performed and the customer was unable to pair meter and transmitter with pump. The customer confirmed that the transmitter charger was working fine. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-7715, mmt-243a, meter,mmt-332a. Mmt-7841zn and mmt-1884 were requested and customer response was the devices will be returned. The customer will discontinue the use of the devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.